Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned. The loading device was not returned for inspection. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in an unfolded/unwrapped state. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The tension spring and seal were removed from the delivery device. The seal was observed to be intact with no cracks or delamination. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based upon the received condition of the device, the reported complaint for "failure to deploy" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.